Event description:
Clinical study. It was reported that during a coronary artery stenting procedure balloon withdrawal resistance occured. The lesion being treated was a 2.48mm, 78% stenosed, mildly calcified 12mm portion of the distal circumflex (dist cx). The physician treated the lesion with direct stent placement of a 2.50x16mm taxus liberte' study stent. There was balloon withdrawal resistance. This resolved without treatment using enhanced force for balloon retrieval. The physician completed the proocedure without any further complications. The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident cannot be determined. Bsc ID#a00043956/tw#283380 h3 other text : product unavailable for analysis